Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated sodium patient results while using the architect c4000 analyzer ict module. The following data was provided (mmol/l). Initial 175, repeat 142. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.